Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that according to the patient's note, in 2014, patient had an accident, a motor scooter accident that might have dislodged patient's lead from the neurostimulator. Caller reports there is no follow up after the note. No patient symptoms were reported.